Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. Pump received with stripped battery cap coin slot (p) and cracked battery tube thread noted.

Event description:
The customer reported via phone call that insulin pump had issue with button and it looks stuck. The blood glucose at the time of the incident was 125 mg/dl. The customer was assisted with troubleshooting and declined. The device will be returned for analysis.